Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call of a bolus anomaly from the insulin pump. The customer's blood glucose reading was unknown. The customer stated that the pump stopped delivering insulin while pressing buttons to get a bolus. The customer stated that she wanted to stop a 2.9 bolus as it was the wrong amount. The customer stopped it at 1.0 bolus instead and she could not get the bolus to stop issuing. The customer was assisted with the pump to stop the bolus from suspending. The customer was advised to press act to suspend at approximately 0.025 units. The customer was assisted with the suspend feature while delivering a bolus.